Manufacturer narrative:
The insulin pump was received with intermittent blank display followed by constant tone due to an open trace on the interface board. The device also had a scratched display window. No frozen display noted.

Event description:
The customer reported that the buttons were unresponsive and the insulin pump had a frozen display. The blood glucose reading was 108 mg/dl. Advised the customer to remove the battery and to insert a new battery, but the frozen display continued with no advancement of the time. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.